Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead, and the pacemaker were explanted due to infection. The patient had a single chamber pacemaker; however, experienced a cardiac arrest (outside the hospital). Therefore, the decision was made to upgrade to an implantable cardioverter defibrillator (ICD). The patient was admitted to the hospital after the cardiac arrest, and it was observed that the patient had a mass on this rv lead, and a systemic infection. This rv lead and the pacemaker were extracted, and a new system will be implanted at a later date. No additional adverse patient effects were reported.